Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Litigation received alleging that the patient suffers pain, disability, and excessive levels of chromium cobalt. **update** 08/23/2013- plaintiff¿s preliminary disclosure form was received, which identified dob, doi, and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd 7/25/2013- ppd and medical records received. Dor is (B)(6) 2010. During the (B)(6) 2010 operation the femoral head and cup were revised for a pseudotumor. A competitor cup and poly liner were implanted and new depuy head was placed. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 8/28/14 update dec 19, 2017. Pfs and medical records received. After the review of medical records for MDR reportability, it was stated that the patient was revised to address pain and pseudotumor growth from metal on metal articulation. Revision notes reported severe damage to all soft tissues and 50 cc of cloudy fluid with only 80 white cell count thought to be due to mom pseudotumor. There is no metal ion level information provided within the medical records. This complaint was updated on: december 28, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.